Manufacturer narrative:
(B)(4) occlusion is listed in the IFU. This product line has addressed all design control requirements and shown the device has met the predetermined requirements and that those requirements meet the needs of the user. Each device is sent with an IFU which describes the indications for use, warnings, precautions, sizing instructions, and the proper deployment sequence. Specific to this case, the IFU states: "unless medically indicated, do not deploy zenith flex aaa endovascular graft in a location that will occlude arteries necessary to supply blood flow organs or extremities..." "...incorrect deployment or migration of endoprosthesis may require surgical intervention." "Inability to maintain patency of at least one internal iliac artery or occlusion of an indispensable inferior mesenteric artery may increase the risk of pelvic/bowel ischemia." The failure mode assigned to this case is inaccurate deployment. This failure mode was determined on the provided event description as well as the physicians comments: "since bifurcation area was not clearly confirmed, the failure might be caused." We will continue to monitor for similar complaints. The appropriate internal personnel have been notified. No further risk reduction activities are required per quality engineering risk assessment; the risks remain at an acceptable level.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was suitable for the endovascular repair, and the procedure was conducted as labeled. The final angiography confirmed left internal iliac artery occlusion. Since there was no endoleak observed, the procedure was completed with no further treatment. The pt had a favourable outcome.